Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (sn: (B)(6)); e7510-25 polyhesive ii ped ret el x25 (lot#: 31800118x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, a baby had three minor burns on abdomen. The unit had to be checked. It was identified that the burn was not caused by the unit, plaque or electrocautery. When using electrocautery, the cut did not work. The electrocautery was changed three times and the third one functioned. The patient is now well and left the hospital.